Event description:
The flowswitch had 2 occasions become disconnected from the cvc. Air entered the line one time. Cvcs from arrow don't have flowswitches. Both connections are luer locks. The hospital thinks that the precision of the connections are bad which led to the connection to the cvc and easily disconnected which allowed air to enter the cvc and which could have caused a death or serious health problems.

Manufacturer narrative:
Currently no device is to be returned for evaluation. If the device is returned, a supplemental report will be filed. (B)(4).